Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not properly removing air from the syringe prior to filling the cartridge. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 412 mg/dl. Multiple attempts were made to follow-up with the customer, however no response was received.